Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer had experienced high blood glucose of 522 mg/dl.  The customer's daughter stated that the customer was not feeling well and treated with  insulin pump and manual injection.  Customer's blood glucose value was 300 mg/dl at the time of the call.  Customer's daughter reported that the high blood glucose levels began on (B)(6) 2017.  Troubleshooting was performed. The drive support cap appeared normal.  Customer declined to check for leaks or air bubbles. Customer also declined to remove the infusion set and declined to perform high pressure test.  Advised to change the entire set, reservoir, and insulin and treat per healthcare professional recommendation.  Advised to monitor insulin pump and call back if needed. The product was not returned for analysis.